Event description:
It was reported that during a routine follow-up, the right ventricular lead exhibited intermittent capture. The lead was explanted and replaced. The patient was in good medical condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.